Event description:
The pt feels the device is not delivering insulin correctly and believes the piston rod of the device is causing the lack of insulin delivery. She stated that the piston rod may have the threading worn out. Pt was admitted to the hosp for high blood glucose (341 mg/dl).